Event description:
The patient presented to the emergency room due to syncope and low heart rate. Upon investigation, the device was unable to be interrogated via inductive telemetry or radiofrequency (rf) telemetry, did not elicit a magnet response, and was no longer providing pacing. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
The patient presented to the emergency room due to syncope and low heart rate. Upon investigation, the device was unable to be interrogated via inductive telemetry or radiofrequency (rf) telemetry and did not elicit a magnet response. The device was explanted and replaced to resolve the event. The patient was in stable condition.